Event description:
The device was used on a patient during a cath lab procedure. The device operator was reportedly unable to charge the defibrillator. A backup lifepak 12 defibrillator / monitor was made available and used. The reporter indicated there were no adverse affects to the patient related to device use.